Event description:
Reporter alleged the customer obtained a blood glucose result of lo (less than 10 mg/dl) immediately after an undosed test strip was sent out from the compact plus system. No actions were reportedly taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.